Event description:
It was reported to philips that the ac module for the device was making a crackling sound and failed to power on the unit. As a result of the defective component, the ac led on the device was off and a solid red x was displayed in the rfu indicator. The device was not in use on a patient.